Event description:
It was reported via repair work order that when the manual CPR is engaged there is a loss of bed motor functions due to micro switch misalignment. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.